Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1700402 was performed which indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f was extracted when the green shuttle was advanced to a definitive stop. The device will be returned for analysis.

Manufacturer narrative:
Describe event or problem: is being updated based on new information which was reported. It was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f was extracted when the green shuttle was advanced to a definitive stop. The device storage temperature was below 25 °c. A small amount of sealant was stuck to the distal tip of the advancer tube. The balloon was fully deflated after shuttling down. The device will be returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The sealant was observed on the catheter, protruding out from the shuttle cartridge¿s distal end. The advancer tube was found inside of the shuttle cartridge tubing. The procedural sheath was not returned for evaluation. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock. No damages or anomalies were observed. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended. No anomalies were observed. The advancer tube¿s length, distance from the catheter shaft¿s distal end to the proximal tamp lock¿s distal end and distance between the proximal and distal tamp locks were measured and noted to be within specification. A review of the manufacturing documentation associated with lot f1700402 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as the sealant of a mynxgrip vascular closure device (vcd) 6f/7f was extracted was confirmed. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. It was reported that the advancer tube was advanced until a definitive stop. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f was extracted when the green shuttle was advanced to a definitive stop. The device storage temperature was below 25 °c. A small amount of sealant was stuck to the distal tip of the advancer tube. The balloon was fully deflated after shuttling down. The device will be returned for analysis.